Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had residual mucus and contaminants in the nozzle. The issue occurred during diagnostic colonoscopy procedure. The procedure was completed after a brief delay. There were no reports of patient harm.